Event description:
It is reported that these drill bits are not drilling into the bone very easily. The drill bits will spin on top of the bone for awhile actually breaking through cortical bone. It is alleged that this may be causing necrosis in those areas.

Manufacturer narrative:
This reprot will be amended, when our investigaiton is complete.